Event description:
It was reported that this pacemaker reverted to safety mode, causing the patient to experience atrioventricular dyssynchrony, circulatory instability and recurrent syncope. Consequently, emergent surgical intervention had to be performed to explant and replace the device. No additional adverse patient effects were reported. At this time, product return availability is unknown, but additional information was requested to the field.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker reverted to safety mode, causing the patient to experience atrioventricular dyssynchrony, circulatory instability and recurrent syncope. Consequently, emergent surgical intervention had to be performed to explant and replace the device. No additional adverse patient effects were reported. At this time, product return availability is unknown, but additional information was requested to the field.